Event description:
It was reported that the procedure was discontinued. The target lesion was located in the moderately tortuous vessel. A 14mm x 50cm interlock was selected for use. During the procedure, the device stopped at the hub part upon advancing and could not be pulled out. The device was pulled out and only the coil was completely removed. The procedure was initially discontinued and completed after being rescheduled. No patient complications were reported.